Manufacturer narrative:
(B)(6). Investigation summary: bd did not receive samples, but a photograph was provided showing a dark dust on the cannula surface and on the hub. This looks to be similar to a powder off of a rack they were placed on. Bd has concluded that this foreign matter consists of powder of the "rack" coming from the assembling process. In order to move the pieces through the assembling process, the needles are located in some green plastic racks. Due to friction between racks and machine's rails, plastic powder particles could be produced. The accumulation of rack powder could remain on needle surface due to static electricity. On the other hand, based on the preventive measures, our stringent sampling inspection and our cleaning program, bd is confident that any probability of occurrence should be exceptional. Moreover, the highly capable process employed by bd to produce microlance needles keeps foreign matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2101 (june 14-17th, 2018) during which 68 visual inspections were carried out with zero defect noted. Needles were assembled in two machines: -#8158693: (june 11-18th, 2018) machine 4413 during which 272 visual inspection were performed with zero rejections noted. -#8124980 (may 07-13rd, 2018) machine 4408 during which 1 rejection was noted (#10907) related to color dispersion un injected hub which would not affect the reported issue. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode of foreign matter with the photograph provided. Root cause description: plastic powder due to friction of equipment use to move needles (rack) through assembly machines. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. We would like to inform you that bd fraga is involved in a bd-wide continuous comprehensive program which includes aspects of our production operations, including the manufacturing environments, manufacturing equipment and processes and other related processes (re-assessment of equipment cleaning routines, for instance), in order to eliminate a wider range of potential sources of ¿foreign matter.¿

Event description:
It was reported that small, green "plastic particles" were discovered on the needle 20ga 1-1/2in while unpacking the product. As reported by the customer, "we have just noticed when unpacking a sterile packaged bd microlance cannula no. 1 with lot no. 180623 that there are small green plastic particles on the needle (see photo in the appendix). We would be interested how these parts come on it and whether sterility is endangered."